Event description:
It was reported that the ilet pump¿s sleep/wake function was unresponsive, preventing the user from unlocking the device despite having the current app version and attempting charging and standard troubleshooting. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and instructions to shut down the current unit, return it with a provided label, and perform start-up on the replacement, with clarification that device data would not transfer and that cgm use with the dexcom g7 app or receiver could continue. Investigation included technical support review and troubleshooting education. Investigation of this case revealed a suspected hardware malfunction of the user interface button with no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was hardware failure.